Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced u4 on display pcb for dim led segment. A review of the device history record for sn (B)(4) was performed from 11/07/2014 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The cause of the reported issue was due to electrical failure of the display board - dim led segment.

Event description:
Dim led segment was reported.